Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that a warning was noted on the remote monitoring transmission for high thresholds on the right ventricular (rv) lead. It was also reported that the rv lead had several ventricular high rate episodes that appeared to be noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the physician made some programming changes. It was noted that the patient was back in atrial fibrillation and the healthcare professional thought that this could possibly be the reason for the original issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.